Event description:
A report was received that the patient underwent an ipg explant procedure due to loss of stimulation. Device malfunction was suspected.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent an ipg explant procedure due to loss of stimulation. Device malfunction was suspected.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, photographic, operational, performance and electrical tests performed. The possibility that electrical leakage could cause the patient to lose stimulation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. The leakage current was in the normal range. Therefore, the reported complaint of the ipg causing the patient to lose stimulation was not duplicated or confirmed. The device passed testing and exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg explant procedure due to loss of stimulation. Device malfunction was suspected.